Event description:
Transferring a resident during transfer loop of sling slid off of hanger assembly causing resident to fall to floor. Laceration to right side of head. Resident returned to bed, and was asked if she was comfortable and she stated she was.

Manufacturer narrative:
Tried to duplicate accident at MFR's facility and were unable to duplicate. Tried numerous times to have sling loop become dislodged from hanger assembly, couldn't repeat accident.